Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures error. Customer¿s blood glucose level was 233 mg/dl. Customer was able to clear the alarm and was able to complete rewind. Customer reported that they received the error 3 times. Customer was advised to place insulin pump in storage mode. The customer was also advised that the insulin pump needed to be replaced and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Pump error 63 (variable 3) alarmed during self test and device trace download confirmed pump error 63 (variable 3) due to broken trace at keypad assembly. Unable to verify audio/absence of alarm during self test due to pump error 63.